Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a battery depletion alert message. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a battery depletion alert message. The s-ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.